Event description:
When removing the jackson-pratt drain fixed to the abdominal surface, it broke when trying to remove it. Drain wasn't fixed to a suture. Drain looked ok before installation. Patient had to go back to operating room to remove the remaining piece of the drain. Information from the customer indicates that catalog number may be su130-1310 or su130-1311, based on the catalog numbers they use.

Manufacturer narrative:
Unfortunately, the actual product involved in this incident was not returned for our investigation. Also, no lot number was reported so the device history record could not be reviewed. Without the customer sample and lot number we are unable to determine the root cause of this incident. Wound drains will perform as intended as long as they are used according to the instructions for use (IFU): "drains or tubing should not be handled with any instruments. This can lead to tearing, warping, or weakening and subsequent breakage of the drain. To facilitate removal of the drain, the drain and tubing portions should not be curled, pinched, over-stretched or sutured; either internally or externally. Do not suture the drain(s). Drains should be placed and removed carefully by hand only with a slow, steady pressure. Excessive force may result in breakage. During placement and removal of the drain, do not nock, cut, tear or otherwise damage the drain as this may lead to breakage. Leaving the drain implanted for any period of time which allows for tissue ingrowth around the drain and into the holes, may cause breakage on removal." We will continue to monitor trends.